Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a teflon infusion set, including multiple elevated blood glucose readings reaching approximately 374 mg/dl and repeated occlusion alerts that were only resolved after supply changes; tubing primed with visible drops, and no bent cannula was observed. Symptoms included high blood glucose. Outcomes included self-management at home without escalation, with glucose declining to 283 mg/dl after troubleshooting and continued pump use. Investigation included customer service troubleshooting and education on waiting periods before supply changes, review of device reports, and assessment of infusion set function following occlusion alerts. Investigation of this case revealed an occlusion of insulin delivery that was corrected after infusion set replacement, with subsequent improvement in glucose. It was concluded that the event was related to an infusion set occlusion that interrupted insulin delivery, which resolved after changing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.